Event description:
Patient presented to the ER after receiving inappropriate therapy. Episodes showed a sensed wide complex on the ventricular channel that was binned as vf. However, the patient was not in vf or having t-wave oversensing. The data suggest both leads may be dislodged. The ventricular lead was sensing the p-wave and later the r-wave caused double counting. Both leads were capped.

Manufacturer narrative:
Na